Event description:
Pt reports she had a malfunction with one of her ms3 pumps (sn unk) over the weekend when the cartridge got jammed and she couldn't remove it when she was changing her cartridge. When she went to use her back up pump (sn (B)(4)), she noticed that it was not programmed. Pt has 3 pumps and this third pump has not been used for awhile. Pt was able to resume infusion with her original pump without adverse event. A replacement pump will be sent so that pt as a back up pump and an add'l pump will be sent on (B)(6) from her servicing branch so that pt will have a 3rd back up pump. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: remodulin 114.7nkm, frequency: cont, route: sc. Dates of use: from (B)(6) 2017 to present.